Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, lead noise was observed on right ventricular lead. The patient is pacemaker dependent. The physician capped and replaced the lead on (B)(6) 2019. The patient did not experience any adverse consequences.

Event description:
New information received states that oversensing was also observed on right ventricular lead.